Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (explant date); (date received by manufacturer); (evaluation codes). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr resurfacing (right); reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr resurfacing. Update: system description, hip revised, and date of revision received 25 aug 2012. Asr resurfacing (right). Update- added hospital taken from claimsuite dated 12th march 2013. Update - added reason for revision. Taken from claimsuite dated 29th april 2015. - ab on 1st may 2015 reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal number listed applies to the corresponding product code sold domestically.